Manufacturer narrative:
D1. Brand name updated. D4. Catalog updated.

Event description:
A 63-year-old female patient was put on impella cp via the right femoral artery as pre-operative support for a high-risk surgical procedure. The patient was successfully weaned from the impella. After device removal at the bedside, a thrombectomy was performed. No additional clinical information is available. The original complaint concerned patient injury/thrombosis. Based on the information available, the impella cp will be coded for thrombosis and surgical intervention and serious injury as outcomes. No additional clinical details were reported regarding intra-procedural findings, coagulation status, anticoagulation management, hemodynamic parameters, or imaging results. Thrombosis is a known potential complication associated with large-bore arterial access and the use of percutaneous circulatory support devices. No additional clinical details were reported regarding intra-procedural findings, coagulation status, anticoagulation management, hemodynamic parameters, or imaging results. Without such information, a causal relationship between the device and the event cannot be confirmed or excluded. It has to be noted that impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
The cause of the access site adverse event was use related as the bleeding was resolved with proper angle matching.